Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: breakdown of the 2 events of lens damage is as follows: 1 event for iol torn. 1 event for cartridge crack, lens damaged. One of the events resulted in removal. Products have not been returned. Brand name - unknown/not provided. Model number - unknown/not provided. Serial numbers of suspect products. Unknown quantity 2. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.